Manufacturer narrative:
As reported in a research article, three-plug technique for mitral paravalvular leak closure in marfan syndrome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: three-plug technique for mitral paravalvular leak closure in marfan syndrome.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: three-plug technique for mitral paravalvular leak closure in marfan syndrome.

Event description:
The article, "three-plug technique for mitral paravalvular leak closure in marfan syndrome", was reviewed. The article presented a case study of a 32-year-old female patient with marfan syndrome and barlow's disease. It was reported on an unknown date, a 29mm masters mechanical heart valve was chosen for implant for mitral valve replacement. It was then reported ten years post-procedure, the patient presented with progressive dyspnea on exertion over two years. Transthoracic and transesophageal echocardiography revealed a round-shaped paravalvular defect measuring 8 × 9 mm, located in the anterolateral region of the mitral valve annulus relatively remote from the valve ring. A decision was made to implant a 14-5mm amplatzer vascular plug iii (avp iii). Partial closure was achieved and subsequently a second 14-5 avp iii was implanted. As mild residual regurgitation was still present, a third 10-5 avp iii was chosen for implant. All three avp iii devices were deployed simultaneously to ensure a stable and complete seal. Post-procedurally trace residual regurgitation was noted and the patient was discharged in stable condition. At six months post-intervention, the patient remained asymptomatic. [The primary author was vlasis ninios, 2nd cardiology department, european interbalkan medical center, thessaloniki, greece. The corresponding author was georgios papadopoulos, 1st cardiology department, university hospital of ioannina, ioannina, greece, with corresponding email: georgios.e.papadopoulos@gmail.com].